Event description:
It was reported that the right ventricular (rv) lead sensing dropped to 2.5mv and threshold was greater than 6v upon interrogation. The (B)(4) postmarket analysis study (pas) indicated the patient was experiencing soreness at device site. The lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.